Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air bubbles occurred in the patient tubing due to the customer not practicing the proper air removal technique. No impact to the customer's blood glucose. Tandem technical support helped customer with proper air removal technique and loaded new cartridge successfully.